Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that reagent probe b of the unicel dxc 600i synchron access clinical system was leaking. Customer reported that 1 ml of fluid was spilled. Customer reported that the fitting on top of the reagent probe was loose. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they corrected the issue.